Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ for 2 or more hours while wearing the adc freestyle libre 2 sensor. The customer was unable to obtain sensor scans and as a result, he experienced symptoms described as ¿could no longer walk further¿ and a loss of consciousness. The customer further reported he was unable to self-treat however, there was no report of third-party treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ for 2 or more hours while wearing the adc freestyle libre 2 sensor. The customer was unable to obtain sensor scans and as a result, he experienced symptoms described as ¿could no longer walk further¿ and a loss of consciousness. The customer further reported he was unable to self-treat however, there was no report of third-party treatment. No further information was provided. There was no report of death or permanent injury associated with this event.